Manufacturer narrative:
Investigation pending; device is expected to be returned.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, patient inratio: 3.1, doctors inratio: 2.1, lab: 2.1. All tests taken within a 2 hour period. Patient self testers therapeutic range: 3.0-3.5.